Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that new t-lock piece on power PICC solo leaks saline upon priming PICC before insertion. On the old t-lock piece there was no leakage. Guidewire also slides up and down very easily whereas the old t-lock was tight and firm. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak through the t-lock septum was confirmed. A video of the implicated 5fr dual-lumen powerpicc solo catheter was returned for evaluation. The t-lock assembly and funnel adaptor were still attached to the catheter¿s red luer adaptor and the stylet was inlaid. A syringe with clear liquid had been attached to the t-lock assembly and the user was attempting to infuse through the t-lock assembly. As the sample was flushed, a dripping leak was observed emanating from the septum of the t-lock assembly. From the returned video, it appeared that the leak occurred where the stylet traversed through the septum. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported new t-lock piece on powerpicc solo leaks saline upon priming PICC before insertion. On the old t-lock piece there was no leakage. Guidewire also slides up and down very easily whereas the old t-lock was tight and firm. Clinician bent the guidewire to stop it slipping. No other information was provided.